Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was treated for a thoracic aortic aneurysm with gore tag endoprosthesis. On (B)(6) 2011, a distal type I endoleak was noted. On (B)(6) 2011, an intervention was performed where two gore tag endoprosthesis were implanted to extend the distal portion of the endograft. The endoleak was resolved. The patient tolerated the procedure.